Event description:
One blood leak occurred shortly after start of dialysis. The leak occurred at the 8th reuses. The total blood loss is approx 200cc, since the blood was not returned to the pt. The pt is well and no medical treatment was given to the pt. Other 11 cases of leak wer reported from this facility.